Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a positioning attempt of the subject lead, complete stylet insertion within the lead lumen was very difficult due to great resistance. Once the stylet was completely inside the lead, the lead tip was kinked (reportedly, no significant angle formed by the lead prior to stylet insertion was noticed). The physician indicated that this happened with several different stylets. The subject lead was subsequently removed.